Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a disconnected two-piece connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The returned sample comprised one catheter and one proximal connector segment. The distal connector segment was not returned for evaluation. Usage residues were observed throughout the sample. Microscopic inspection of the proximal end of the catheter revealed glossy striations typical of a sharp instrument cut. Microscopic inspection of the proximal connector segment did not reveal any damage or deformity. Insertion of the catheter over the connector segment metal cannula was successful and unremarkable. Attachment of the proximal connector segment to a non-complainant distal connector segment was successful and unremarkable. The catheter exhibited blood residue and was trimmed, suggesting placement/attempted placement. The proximal connector segment also exhibited usage residue, suggesting attempted assembly. The unassembled state of the connector segment indicated that the connector was either not assembled or subsequently became disassembled. The lack of distal connector segment prevented determination of the root cause of the potential disassembly/misassembly. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include incomplete connector assembly and failure to fully insert the catheter through the distal connector segment prior to assembly. A lot history review (lhr) of rebz0304 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "in emerg", the PICC was flushed and the grey hub allegedly broke off. The PICC was removed. No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebz0304 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "in emerg", the PICC was flushed and the grey hub allegedly broke off. The PICC was removed. No other information was provided. No patient injury reported.